Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving baclofen via an implanted pump. The indication for pump use was intractable spasticity. On (B)(6) 2016 it was reported that the patient's pump managing physician was no longer refilling pumps. The patient's alarm date was (B)(6) 2016. The patient started to experience spasms last week. The reporter had called several hcps (healthcare professionals) but no hcp would take a patient or the patient's insurance. They had just found out that the insurance company was not paying claims so many hcps were cancelling their contact with that insurance. The reporter was looking for a new physician to refill the pump.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.